Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that lens was loaded upside down into the patient¿s operative eye. The lens was removed and replaced in same surgical procedure. There were sutures required during the procedure. No vitrectomy and no incision enlargement required. Lens with same model and diopter was used as replacement for the patient. Patient was doing well. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 9/19/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at microscope magnification was performed. Lubricant material residues can be observed on the lens surface. The lens was cut into pieces, and the haptics were slightly distorted which could be related to the removal process. As per initial report, the lens was loaded upside down during handling and prior to insertion; therefore, the reported issue could not be verified. Based in the analysis, due to the condition in which the sample returned product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed no additional investigation requests received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.